Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted:(B)(6) 2021,product type catheter h3: the catheter was returned and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500mcg at 50mcg) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's medication was not working so the healthcare provider (hcp) did a catheter access port (cap)¿study and was unable to aspirate any cerebrospinal fluid. There were no external factors that contributed to the issue. The catheter was partially explanted and a new 8780 was placed. The issue was resolved and the patient was without injury at the time of the report. The patient's weight and medical history were asked but will not be made available.¿the explanted catheter portion will be returned for analysis. Additional information was received from the rep who reported that the hcp cut the catheter to remove it from the intrathecal space but there was a small piece left in the patient he could not get to. As the catheter was unable to be aspirated it was not delivering the drug and the patient had a loss of therapy. The patient's loss of therapy was resolved. The cause of the inability to aspirate was not determined. The explanted catheter will be returned for analysis.